Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. Impella cp was escalated to impella 5.5 due to dislocation of the cp. The patient was supported with impella 5.5 for 34 days as bridge to transplant. No further information is available.